Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not fully implanted or explanted. The retrieved fragment is not expected to be returned for evaluation. The other portion of the screw remained in situ. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a cranio-maxillo-facial procedure on (B)(6) 2016 during which a titanium (ti) matrixmidface screw broke into two (2) pieces upon insertion. One (1) piece of the screw remained attached to the screwdriver and was easily removed from the patient. The other piece remained embedded in the patient's bone. The procedure was completed successfully without surgical delay or additional medical intervention. Concomitant device(s) reported: screwdriver (part/lot: unknown, quantity: unknown). This report is 1 of 1 for (B)(4).